Event description:
The customer reported that she was reviewing data for one patient sample which was run for a basic "cmp". The customer questioned why there was no hemolysis flag for the ion selective electrode (ise) potassium or alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) test results. The hemolysis index result for the sample was 115, which indicates hemolysis of the sample. On the first run of the sample, the analyzer began processing the "cmp" tests. When it reached the aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) test, the analyzer alarmed with a sampling error as indicated by a flag without a result. There was no problem with any other tests sampled and run on the first run. The customer stated that the ast test was automatically repeated and the result of 31 u/l was flagged for hemolysis. The customer believes that the serum indices ran with the original run and was not repeated with the auto repeat of the ast test. The serum index limits for hemolysis on ise potassium is 100 and alt is 90, therefore the customer believes that these tests should have been flagged with the original run since the hemolysis index was 115. The alt result was 13 u/l and the ise potassium result was 4.07 mmol/l. The customer is not questioning any results from the sample, but is only questioning why the ise potassium and alt results were not flagged. There was no adverse event related to the event as there was no question of the sample results and there was no indication of a resulting issue with patient care. It was determined that it is possible that the flag could be missing because the serum indices were not run in conjunction with the ise potassium and alt tests. Serum index flags can only be applied by the analyzer software for tests in the run for which they were sampled and completed. In a case where sampling is interrupted due to an error, flags would only be evaluated for the tests completed with the serum indices. Additionally, the sampling error flag has a higher priority than the hemolysis flag in the system software.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. It is assumed that the flag could be missing because the serum indices were not run in conjunction with the test. The customer has confirmed that they have not had the issue occur again.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.